Event description:
It was report that the asymptomatic patient presented for a routine follow up. A back-up reset alert was noted. The device was programmed back into normal settings and the patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.